Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was under-drainage.

Manufacturer narrative:
The shunt system was returned in the return kit in an unknown liquid. There were strong remnants of tissue detected. This progav2.0 shunt system is the highest risk level for our employees. An investigation was not possible under these conditions. No further actions were taken.